Event description:
It was reported that 75 firefighters in training had reading of spco between 8-11 percent. Customer reported that the firefighters had not been at any fires or reason to suspect high levels of spco. Some had used tools in the morning, but none had significant history of exposure. No consequences or impact to patient.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
During testing, the reported complaint could not be duplicated. The unit was determined to be functioning as designed. A service history review was performed for the returned lot, and no confirmed failures related to the reported event were found.